Event description:
Boston scientific received information that during a device upgrade procedure, it was noted one of this pacemaker set screws did not work correctly. Pacing and sensing were normal. The leads were successfully removed from the header and surgically abandoned. No adverse patient effects were reported. This device will be returned for analysis.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that both ring capture washers are bent, likely due to setscrews backed out too far and the capture washer was damaged due to the use of an incorrect or broken wrench. All setscrews moved freely and operated normally. An is-1 lead was inserted into both ports, with no issues observed. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. -device is being addressed by (B)(4). -device electrically functions within spec.